Event description:
It was reported that the continuous glucose monitor (cgm) disconnected for over 12 hours due to poor sensor adhesive, resulting in loss of glucose data and automated dosing suspension. The user did not replace the sensor or manually enter blood glucose, and dosing remained stopped until a very high blood glucose was observed. Symptoms included hyperglycemia with a reported blood glucose of 600 mg/dl accompanied by dizziness and headache. Outcomes included the user administering a subcutaneous insulin pen injection, after which glucose returned to range, and the agent provided troubleshooting and education regarding timely sensor replacement and manual blood glucose (bg) entry to maintain dosing. Investigation included review of the event details and user-reported behavior. Investigation of this case revealed loss of cgm signal and dosing cessation secondary to inadequate sensor adhesion, with user inaction contributing to prolonged disconnection; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and cgm adhesive failure leading to loss of input required for dosing.